Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. An infusion set site change was performed and the occlusions continued. A system check was performed and the pump performed as intended. Reportedly, the customer believed a temperature change may have occurred prior to the occlusion alarms declaring. Additionally, a cartridge alarm (alarm 06) occurred. Reportedly, the customer was not outside of the labeled operating altitude range. A cartridge change was performed resolving the alarm. Customer's blood glucose level was 356 mg/dl.